Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since their last device check they haven't felt quite the same. The patient reported experiencing symptoms that come and go including discomfort across the chest, dizziness and shortness of breath. Follow up with the clinic indicated that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.